Manufacturer narrative:
Investigation is on going.

Event description:
It was reported that this left ventricular (lv) lead has a history of high impedance measurements that have been previously resolved with reprogramming. Current measurements are greater than 2,000 ohms and loss of capture (loc) in all vectors. The patient is pacemaker dependent however there was no adverse patient effects were reported. A lead fracture is suspected but could not be confirmed visually on x-ray. As of today no intervention is planned and the patient will be seen again in (B)(6) 2019.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead has a history of high impedance measurements that have been previously resolved with reprogramming. Current measurements are greater than 2,000 ohms and loss of capture (loc) in all vectors. The patient is pacemaker dependent however there was no adverse patient effects were reported. A lead fracture is suspected but could not be confirmed visually on x-ray. As of today no intervention is planned and the patient will be monitored.